Manufacturer narrative:
Follow-up # 1 date of submission 04/23/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:a review of the pump¿s black box history showed that multiple call service alarms were recorded on 02/27/2014. The pump was not able to perform the rewind, load, and prime steps due to a call service alarm. A 24 hour duration test was not able to be completed due to the call service alarm. The pump was opened and the cartridge piston was found to be defective, causing the piston to intermittently move with the pump drive assembly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a call service alarm. Reportedly, the pump was rebooted and emitted another call service alarm when attempting to perform the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.